Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 475mg/dl and diabetic ketoacidosis. Troubleshooting was performed and found that the cannula was bent and that the customer had inserted the cannula close to the belly button. Customer was advised on insertion and site technique and that the cannula should be inserted 2 inches away from the belly button. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was advised that replacement sets would be provided and to return the cannulas for analysis.